Event description:
The customer reported problems with the system software. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reloaded the software. The system operates as intended.